Manufacturer narrative:
Product complaint #: (B)(4). Batch #: unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
Malformed staples. It was reported that during the open distal gastrectomy for gastric cancer surgery, when severing the stomach tissue on the first firing, after fired, noted some staples malformed with straight leg. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 01/16/2020. Additional information was requested, and the following was obtained: the lot number provided for the sr55 device, t40g7d was checked in aqr and was found to not be associated to the reload (sr55). Can you please provide the six-digit number for the sr55 cartridge reload involved in this event? Unobtainable.